Event description:
It was later reported that the av block was not considered to be device or therapy related. The patient did not have any symptoms associated with the arrhythmia and it did not result in any clinical compromise. It was also communicated that the patient had occasional low flow alarms related to body position only. It was unknown if the alarms resolved as the patient was discharged home following the pacemaker implant; however, no further low flow alarms had been reported to the customer since.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Additionally, the report of low flow alarms was confirmed through the evaluation of the submitted log files; however, a specific cause for these events could not be conclusively determined. The controller event log file contained events from 30nov2023. Multiple low flow alarms were captured, some of which were associated with slightly elevated pulsatility index (pi) values. No other notable events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pulsatility index, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for the implantation of a pacemaker due to second degree atrioventricular block. Their log files showed low flow alarms and patient reported that the alarms would occur when they lean forwards. The patient was discharged home with no further complaints.